Event description:
Per the clinic, the patient experienced recurrent skin issues, including inflammation and erythema, at the abutment site, and was treated with topical antibiotic ointment on (B)(6)2020. However, the issue could not be resolved. A revision surgery is planned but has not yet occurred as of the date of this report.

Event description:
It was reported the patient was placed under general anaesthesia to undergo skin revision surgery on (B)(6) 2021, the abutment was removed.

Manufacturer narrative:
This report is submitted on 12 february 2021.